Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant procedure, the physician repositioned the lead several times due to unacceptable impedances and thresholds. The physician located an acceptable position, and the lead was implanted. That night, the pacemaker was found to be not pacing, and the lead exhibited high impedances. The lead was explanted and replaced the following day. No patient complications have been reported as a result of this event.